Manufacturer narrative:
The reported event of insulation anomaly was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion (10.3 cm ¿ 10.6 cm from the connector pin) proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for a routine generator change-out. Insulation damage was noted on the right ventricular lead during the procedure. There were no prior complaints on the lead and electrical parameters were normal. The lead was explanted during the procedure and replaced. The patient's condition was excellent before, during and after the procedure.